Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation, has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during preparation of the guide wire, the tip appeared to be damage. They reported that the tip looked unusual. Therefore, the guide wire was not used in the pt. No additional event or pt info is available. This event is being upgraded based on the analysis of the returned guide wire which revealed that the guide wire core was separated.

Manufacturer narrative:
(B) (4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated 4 mm proximal to the tipball. The tip coils and a small portion of the polymer were still intact. The tip coils and polymer were stretched for a length of 2.5 mm proximally starting at 4 mm proximal to the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned device. The sem analysis was able to confirm the damage and found that the core was separated. Sem analysis also suggested that the core may have been subjected to tensile overload which caused it to detach, however the coils kept the tip intact. A guide wire being subjected to tensile overload would require the tip to be trapped in order to create the required forces to damage the guide wire as described. In this case, it was reported that the tip appeared to be damaged during preparation. Per the IFU, "remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the guide wire to remove it totally from the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the guide wire while removing it from the dispenser." It is possible that the guide wire became temporarily trapped during removal from the dispenser from device handling. Any additional pulling of the guide wire during removal could have exceeded design limits and caused the reported damage to the guide wire. There is no indication of a quality related issue with the guide wire. A review of the manufacturing lot history record indicates that this lot met all the manufacturing requirements. This MDR is considered closed by the product performance group.